Event description:
It was reported that system failure force test. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed cracked on lower right front corner of top case and cracked on right plunger case also handwritten serial number. Force sensor test error was found at power up and unable to calibrate the force sensor (no force). The root cause of the reported issue was found to be found normal wear; device was over eight years old. Main board does not operate as intended as a result of normal wear. Actions taken to mitigate the reported issue: replaced main board. Performed power up process and all functional testing which passed.